Event description:
The integra sales rep reported on behalf of the user facility the following incident: in 2007, the physician attempted to implant a spin screw, during a weil osteotomy. A pre-drilling step had been performed with a k-wire, prior the insertion of the screws. During the insertion with a power screwdriver, two spin screws broke under the head, before the complete insertion into the bone. The physician used different surgical technique with suture threads instead of the spin screws. No patient consequences have been reported. The products were returned to the investigation site for evaluation. This incident is related to MDR number 9615741-2007-00080.

Manufacturer narrative:
The device has been received for evaluation. An investigation has been initiated based upon the reported info.